Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit alarmed "leak in circuit". No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log. The fse recalibrated the pressure regulator, the drive transducer gain and the iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.